Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. However, the questionnaire was submitted by quality with limited information. Potential causes of loss of therapy are implanting the neurostimulator after the expiration date, severe force applied to the implant, excessive twisting, bending, or stretching, migration, and patient contraindicating conditions. Potential causes of infection are not prepping the skin with an antiseptic solution, not irrigating the skin with an antibiotic solution before closure, multiple tunneling attempts, using improper tools, the patient having contradicting conditions, not using antibiotics pre-operatively, and patient non-compliance. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported loss of therapy through the FDA's medwatch program (mw5153327). An explant procedure was performed on (B)(6) 2024, and pus was noted during the procedure. No further information is available as the reporter did not disclose initial reporter or product information.